Event description:
It was reported that when the devices were used during a low anterior resection procedure, the staples malformed (seemed anvil dislodged). Opened another device to complete the case. There was no consequence to patient.